Event description:
It was reported that the right ventricular (rv) lead was found dislodge a day later of the implant procedure. Lead also presented low sensing amplitudes. Physician reposition lead and product remains in service. No adverse patient effect were reported.

Manufacturer narrative:
Supplemental report was created to correct the following: b. Adverse event or product problem 1. Type of report 2. Outcome attribute to adverse event.

Event description:
It was reported that the right ventricular (rv) lead dislodge. Physician reposition lead and product remains in service. No adverse patient effect were reported.